Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV. Device evaluation: visual analysis of the returned device identified: weight to the spec, crease fold, wear abrasion, yellow particles in the surface of the device and deformation. Cloudy were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Healthcare professional reported "pain, shape disfiguration, prosthesis place higher than usual. Capsular contracture baker grade IV. During operation double capsular reaction was observed." This record relates to the right side. The device has been explanted.